Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and lens was torn during insertion. The incision was enlarged to remove the lens and a suture was used to close the wound. Another lens was implanted.

Manufacturer narrative:
H6: eval: results: visual inspection of the returned product showed that there was a tear across the optic and a clear surgical residue on the lens. Conclusion - (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.